Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had exhibited a shock impedance measurement of greater than 125 ohms. The patient was to be brought in for evaluation. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the patient was evaluated in the office and the shock impedance measurements were found to be within normal limits. No out of range impedance measurements were observed with pocket and isometric maneuvers. As a result, no commanded or non-invasive pacing stimulation (nips) will be performed at this time. The patient will continued to be monitored.